Manufacturer narrative:
--

Event description:
--

Event description:
Boston scientific received information that during an elective procedure to replace this patient's device, this lead was exhibiting shock impedance measurements greater than 200 ohms when interfaced to the new device. The lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.